Event description:
It was reported that there is a suspected infection at the ipg site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Describe event or problem: additional information has been obtained.

Event description:
It was reported that the patient had their system explanted on (B)(6) 2019. The patient is currently being treated with oral antibiotics. No additional information available.